Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident shell; cat#unk_jr; lot#unknown_joint replacement_product. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Sales rep reported a revision of a left hip because the patient reported groin pain.